Manufacturer narrative:
Root cause. User error. Explanation: upon evaluation of the instrument that was returned, it was confirmed that the instrument was functional. The most probable cause was that the surgeon prematurely compressed the implant prior to implantation - this would have caused the event. It should be noted that initially ((B)(6) 2007), this event was determined to be not reportable. Upon re-review, it was decided that this should be reported. A visual and functional check was done on the returned instrument. The drive easily fit in to the driver portion of the screw. The implant was fully actuated. If an implant is partially actuated by accident, the driver will not mate with the screw.

Event description:
One implant was implanted without incident. On the second implant, the driver was not advancing; it was observed that the driver would not engage with the screw. The third implant was implanted without incident.